Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 was manufactured by a qualified employee on april 2017. Deviations during assembly did not occur. The product was finally tested as article fx410t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. All tested parameters were assessed according to specifications. Visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: - no visible defects. Permeability test the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the progav® 2.0 upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the progav® 2.0 is permeable. Adjustability test in this step, it was investigated whether the adjustable progav 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav® 2.0. Results based on our investigation, we are not able to substantiate the claim of "blockage". However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Investigation on- going. Additional information/ investigation results will be provided in a supplemental report.

Event description:
It was reported that a progav 2.0 (#fx442t) was implanted during a procedure in 2017. According to the complainant, the valve was believed to be blocked. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient information: age: (B)(6), weight: (B)(6), gender: male.